Event description:
Boston scientific received information that during a routine follow up visit this device and right ventricular (rv) lead revealed normal shock and impedance measurements during shock impedance testing. When a shock integrity test was performed the device and lead exhibited high shock impedances greater than 125 ohms. A boston scientific technical services (ts) agent was contacted due to the sudden rise in shock impedances. The agent advised to monitor the systems performance and review the most currently daily measurements of this patient for a trend in the shock impedances. The field representative will follow up with the patient at a later date to review. No adverse patient effects were reported. Remains in service.

Manufacturer narrative:
To date , the field representative followed up with the patient and shock impedance values were normal and matched the daily measurements. A boston scientific technical services (ts) was again contacted to review the daily measurements of this patient. Ts felt that most likely the reason for the rise in shock impedances greater than 125 ohms was environmental interference. The trend since implant has been stable. There were no episodes which suggest inappropriate sensing (separate rate/sense lead), and the only one commanded measurement in the clinic was out of range. The agent suggested the field representative could perform isometric testing during shock tests to look for impedance fluctuations. The field representative advised ts that an x-ray maybe performed in the near future to check the integrity of the lead and rule out insulation damage or a lead fracture. Ts advised field representative that electrogram (egm) channels were clean . At this time no revision has been performed and the device and lead remain in service. The physician is aware of the situation and the patient will be monitored closely. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.